Event description:
Information received indicates the patient expired after three months implant duration. Post mortem information describes aortic stenosis, secondary to endocarditis morphologically consistent with aspergillus as the cause of death. The hcp reported the source of the infection and the subsequent patient death in 2005 does not seem to be from the valve.